Manufacturer narrative:
(B)(4). Records showed that there were no issues related to functional issues on the molded component involved in this complaint - (mp-0321, snap-on flowmeter adaptor) batch # 1-2114742, 2-2114742, 3-2114741, 3-2114742, 4-2114741 and 4-2114742 during the manufacture of the material. The device has been received; however, the investigation was not complete at the time of this report. A follow up report will be submitted with investigation results.

Event description:
The customer alleges that the adaptor does not thread onto the reservoir correctly and as a consequence the bottle falls to the floor. The customer reports that there was no medical consequence for the pt.